Manufacturer narrative:
H.6. Code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6 code b20: the device was discarded at the treating facility and was therefore not available for analysis. H.6. Code d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. A 24fr sheath was inserted from the right common femoral artery. At the access angiography after removal of the sheath confirmed a rupture of the right external iliac artery. Three stent grafts (two gore® viabahn® endoprosthesis with heparin bioactive surface and one gore® viabahn® vbx balloon expandable endoprosthesis) were implanted for repair. The patient tolerated the procedure. Reportedly the vessel diameter of the right external iliac artery was about 7 mm.